Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. It was reported that the 5 french blue catheter from a rosch-uchida transjugular liver access set was difficult to advance during transjugular intrahepatic portosystemic shunt (tips) procedure to reduce portal venous pressure. The advancement of the blue catheter into the metal stiffening cannula was attempted multiple times unsuccessfully. It was noted the stiffening cannula was ¿collapsed¿. Another like-device was used to complete the procedure. When trying to puncture the duct, no difficulty was noted; the patient was effectively treated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and manufacturing instructions, as well as a visual inspection of the returned product, were conducted during the investigation. One used set was received for evaluation. The distal tip of the sheath appeared to be out of round. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one additional complaint for an unrelated failure associated with the final product lot number. Cook also reviewed product labeling: cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible the patient had tortuous anatomy, and the sheath tip became damaged during advancement. It¿s also possible the sheath tip was damaged during return to cook. However, these possibilities cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 5 french blue catheter from a rosch-uchida transjugular liver access set was difficult to advance. During the procedure, advancement of the blue catheter into the metal stiffening cannula was attempted multiple times unsuccessfully. It was noted the stiffening cannula was ¿collapsed¿. Another like-device was used to complete the procedure. When trying to puncture the duct, no difficulty was noted; the patient was effectively treated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon receipt of the returned device, it was noted that the tip of the flexor sheath was damaged, thus prompting this report.

Manufacturer narrative:
E1 - customer (person): street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 16jul2024. The device was being used for a transjugular intrahepatic portosystemic shunt (tips) procedure to reduce portal venous pressure.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.